Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. The device was received out of its packaging and visual analysis determined that a particle was observed over the shell (not embedded) of the device, measuring approximately 0.03 cm^2 (3 mm^2). Additional analysis was performed to identify the composition of the material and it revealed they were primarily composed of polydimethylsiloxane-base material (pdms) better known as silicone, confirming the implant shell is the source of origin. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. While this complaint was initiated for foreign material, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process, that will no cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 235cc being used in a breast reconstruction primary was found to have a foreign mark on the shell prior to implantation. There was no patient contact or adverse events experienced by the patient.